Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 900mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. It was stated that the customer was vomiting and her glucose level was up, but the customer did not change the infusion set. Troubleshooting was performed. Reviewed the alarm history and found a motor error alarm and no delivery alarms. It was stated that the daily totals matched for three days. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer's most recent glucose reading was 33mg/dl, and she has treated with manual injections. A day after the father called and stated that the insulin pump still is causing the customer's high blood glucose. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.